Manufacturer narrative:
Reporters state: (B)(6). Investigation summary - it was reported that on october 31, 2018, the patient underwent a distal femur osteotomy with unknown condylar plate placement. One (1) drill bit, quick coupling was twisted and one (1) percutaneous drill bit presents its edges in an irregular manner and for that reason did not perforate properly. There was a bit of delay in the surgical technique without presenting any specific discomfort to the patient. Procedure outcome was unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The instrument was not returned and instead will be do based on the supplied image (¿queja producto fw sostén condilar chicamocha sede b¿). The image was reviewed and the complaint condition for will not cut/dull for the instrument could not be confirmed as the image provide it cannot be determined. As for the complaitn condition of deformed/bent it can be confirmed as upon looking a the image it can be seen that the it is twisted which may hinder the functionality of the device. As the instrument was not returned an as received, dimensional, material or drawing reviews are not applicable. A device history review, could not be performed as the lot number was unknown. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
Initial reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2018, the patient underwent a distal femur osteotomy with unknown condylar plate placement. One (1) drill bit, quick coupling was twisted and one (1) percutaneous drill bit presented with irregular or misshaped edges. For that reason, the device did not perforate properly. There was a short delay in the surgical technique without any discomfort to the patient. Procedure outcome is unknown. This report is for one (1) 3.2mm percutaneous drill bit qc/300mm/calibrated. This is report 2 of 2 for pc-(B)(4).